Manufacturer narrative:
(B)(4): the catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Following a pump replacement, the pt presented with a large fluid collection at the pump site. The catheter was replaced. It was noted that the pt has had 3 pocket revisions. The device sys was used to deliver lioresal (2000 mcg/ml at 640/day). Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.